Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead exhibited a rise in thresholds, and a jump in impedances from 950 ohms to 2150 ohms. There has been no evidence of noise. Boston scientific technical services (ts) was consulted and suggested a possible micro dislodgement. A chest x-ray was taken which indicated the lead had not dislodged. The physician reprogrammed the output to maximum and is going to leave the lead as is. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.